Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that he needed to give himself 30 units of insulin in one sitting because that was the amount his diabetes care manager recommended. He stated that he went to the bolus wizard, entered 5 units, waited until the bolus was finished. He then went to manually bolus 25 units and reported that the device stopped at 18 or 19 units, alarming no delivery. He declined assistance with troubleshooting. The customer declined to provide the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.